Manufacturer narrative:
Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. The events of inflammation, rash, and post traumatic trigeminal neuropathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of inflammation, rash, and post traumatic trigeminal neuropathy as follows: undesirable effects "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. Patients must report inflammatory reactions which persist for more than one week or any other secondary effect which develops, to their medical practitioner as soon as possible." Method of use-posology: "the technical nature of this is essential to the treatment¿s success, so this product must be used by medical practitioner who have undergone specific training in injection techniques for volume restoration. Excellent knowledge of the anatomy and physiology of the treatment area is required."

Event description:
Patient reported they were injected six months ago to both cheeks with unspecified juvederm voluma. The patient notes "there was problems during the administering to the [left] cheek as the person whom performed the procedure struggle to insert the needle." Patient immediately developed inflammation after injection to the left cheek. The patient visited their gp when their rash didn't go away and also consulted with a neurologist. The patient also contacted their injecting physician who informed them that "there was nothing wrong the rash would go in 2 weeks and problem physiology." The patient was recently "diagnosed with post traumatic trigeminal neuropathy as a result of the procedure." No medical or surgical intervention noted. Symptoms are ongoing.

Event description:
Upon further review, this MDR is a duplicate for the same event, same patient, and same suspected product reported under MDR ID #3005113652-2016-00006 ((B)(4)). All relevant information from this MDR will be transferred to MDR ID #3005113652-2016-00006.